Event description:
It was reported that the pressure sometimes did not increase. Screw on back side was loose. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was returned for analysis of complaint that pressure sometimes did not increase on pressure monitor. No service history was found for device. Visual evaluation found a loose connection at the pressure monitor connector. No cases of pressure not increasing were observed. The screw on the backside was not found to be loose, but the pressure monitor connector was found to be loose. The reported problem was not reproduced. Device passed all tests post repair. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.